Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had presented emergently with a contained aneurysm rupture. At that time the physician stated that on CT it was thought there was a fracture in the iliac limb on left side that caused the rupture. The decision was made to treat the patient. Access was obtained and an angiogram revealed that there was no stent fracture and the left iliac had become aneurysmal distal to stent graft and had ruptured. A 16x13x156 endurant stent graft was placed in the existing graft extending into left external iliac. This successfully stopped the leaking aneurysm. The physician noted on angiogram that the right iliac artery had become aneurysmal distal to the stent graft also, so extended into the right external with a 16x13x93 endurant stent graft. The patient refused blood products and in post-op developed severe anemia. The patient had a cardiac arrest and expired.